Event description:
It was reported that during the procedure , the helix of right ventricular (rv) lead was failed to retract. Furthermore, the stylet was failed to advance in lead and the rv lead exhibited high pacing impedance. The rv lead was replaced and the procedure continued with the lead on (B)(6) 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of helix mechanism issue, difficulty inserting the stylet, and high pacing lead impedance were confirmed. A complete lead was returned in one piece. Visual examination found the helix fully extended and clogged with blood/tissue. X-ray examination found the inner coil over torqued/ broken at the connector region consistent with procedural damage. X- ray examination of the helix mechanism found no anomalies or distortion of the helix. The cause of the reported events was isolated to the over torqued/broken inner coil. Correction: section g3 ¿ the awareness date should have been 29 jan 2024 rather than 30 jan 2024.